Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The customer stated that quality controls (qc) were not within range. After evaluation of the instrument and instrument data, the cse replaced the sampling and reagent wash pump seals and repaired a kinked saline line. The cse discovered that the chiller was not functioning. The cse installed a new chiller and adjusted the chiller pressure settings. The customer ran quality controls, and results were within range. The cause of the discordant falsely low cholesterol results is a chiller malfunction. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low cholesterol results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were released to the physician(s). The samples were repeated on an alternate instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low cholesterol results.